Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one day following an intraocular lens (iol) implant procedure, a patient experienced a postoperative pupil block and the sulcus iol was vaulting forward. The surgeon performed a vitrectomy and iol repositioning procedure that led to the patient experiencing a suprachoroidal hemorrhage. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product investigation could not identify a root cause for the report. This has an anterior asymmetric biconvex optics with angled supporting haptics. Information was provided that the lens was implanted in the sulcus. The lens model is intended for placement in the capsular bag. The dfu states: posterior chamber intraocular lenses are indicated for the replacement of the human lens to achieve visual correction of aphakia in adult patients following cataract surgery when extracapsular cataract extraction or phacoemulsification are performed. These lenses are intended for placement in the capsular bag. The safety and effectiveness of a posterior chamber lens, if placed in the anterior chamber, has not been established. The placement of the iol in the sulcus may be a potential contributory factor. No information was provided for the associated products used. The manufacturer internal reference number is: (B)(4).